Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 01/18/2019. The patient called again saying that they spoke with a manufacture representative (rep) and repeated the same information. Patient services reviewed that the next step is to follow up with the healthcare professional (hcp) and rep to test impedances. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported an out of regulation (oor) at 2.3 ma and not receiving therapy with high density (hd) settings. There were no known activities or events that prompted this issue. The patient was running errands and suddenly loss therapy on (B)(6) 2019. When reading with the controller it was mentioned in MRI mode but the rep had the patient get back to normal settings. The oor was reached when turning stimulation on and having no sensation. Technical services reviewed troubleshooting steps with the rep as they wanted input before asking the patient to meet at their managing healthcare professional (hcp) office. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-06. The rep met with the patient on (B)(4) 2019. They set the patient up with a new remote and charged their program slightly but nothing abnormal was noted according to the rep. The patient¿s weight was unknown but they could obtain this information on 2019-feb-11. Additional information was received from another rep. The patient was receiving effective therapy and there is nothing further to report. No further complications were reported/are anticipated.